Event description:
It was reported the patient had an MRI on an unknown date and her implantable neurostimulator (ins) was no longer working and would not communicate with the physician programmer. The patient experienced less than 50% therapeutic relief. It was planned for the ins to be explanted and replaced on (B)(6) 2012. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3093-28, serial # unknown, implanted: (B)(6) 2011, product type lead.